Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the products were not returned. The reported patient effects of myocardial infarction and thrombosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This event was captured based upon review of the presentation, "optimal management of my high-bleeding risk patient." Given by dr. (B)(6). It was reported through a presentation identifying xience stents that the stents may be related to death, myocardial infarction and thrombosis. Specific patient information is documented as unknown. Details are listed in the attached presentation, titled "optimal management of my high-bleeding risk patient."

Manufacturer narrative:
(B)(4).